Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 425 mg/dl at the time of incident and the current blood glucose of the patient is 285 mg/dl. The customer¿s other blood glucose was 196 mg/dl and 370 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood event. The customer did not provide details regarding symptoms of high blood glucose. Customer treated with manual injection. Customer report customer does not allege pump was under delivering. Customer states the drive support cap appears normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the value properly on display graph. Device sensor function properly and no anomaly noted. No unexpected weak signal or lost sensor alarms noted during testing. (B)(4).